Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during an percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, it was not possible to pull the tube through the incision in the abdomen. The tube would just hit the stomach wall. It appears as if the incision was large enough outside but not large enough into the stomach. The surgeon enlarged the incision and the peg came through. Additional information received indicates the tube is damaged. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) (tube damaged). The complainant indicated that the device will not be returned for evaluation due to the device being implanted; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).